Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on 07/03/2015 at 4 with a low blood glucose level. The customer's blood glucose was not recorded at the time of the call and not further information about the hospitalization s provided. It is unknown what caused the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer did not return the product back for analysis.